Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while emptying waste tank, waste was spraying outside of instrument with bd s6 sorter 6l 31c. The following information was provided by the initial reporter: while emptying the waste this morning, I noticed that it had a puddle under the waste tank again. While starting up, there was some spray coming from around the waste tank connector (on the tank itself) as if the output of the waste was coming from the screw connector itself. I swapped it for an old aria one we had left over, then noticed the s6 one had the orange and white connectors on different tubes to all of our aria ones. It seems as though the orange connector is leading to the tank vent? Additionally, on 2021-3-24 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. If so was there leaked fluid in under pressure? Yes. What is the source of leak -- waste line or non-waste line? Waste. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.¿

Event description:
It was reported while emptying waste tank, waste was spraying outside of instrument with bd s6 sorter 6l 31c. The following information was provided by the initial reporter: while emptying the waste this morning, I noticed that it had a puddle under the waste tank again. While starting up, there was some spray coming from around the waste tank connector (on the tank itself) as if the output of the waste was coming from the screw connector itself I swapped it for an old aria one we had left over, then noticed the s6 one had the orange and white connectors on different tubes to all of our aria ones. It seems as though the orange connector is leading to the tank vent? Additionally, on 2021-3-24 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. If so was there leaked fluid in under pressure? Yes. What is the source of leak -- waste line or non-waste line? Waste. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.¿

Manufacturer narrative:
After further review MFR#2916837-2021-00110 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.